Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor passed motor test. Insulin pump received with cracked reservoir tube lip and minor scratched/worn display window.

Event description:
The caller reported that the insulin pump alarmed motor error multiple times. The customer was able to complete the rewind sequence. Customer's blood glucose level was 232 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.